Manufacturer narrative:
G4: premarket / 510(k) #: k222568.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified peripheral artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became wrapped around the non-boston scientific guidewire. The device was removed from the patient intact. The procedure was completed with another of the same device there were no patient complications reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k222568. The device was returned for analysis. Visual inspection revealed the tip was bent. Microscopic inspection revealed the guidewire exit port was damaged, but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified peripheral artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became wrapped around the non-boston scientific guidewire. The device was removed from the patient intact. The procedure was completed with another of the same device there were no patient complications reported.